Manufacturer narrative:
An event regarding wear involving a metal head and an accolade stem was reported. The event was confirmed following material analysis. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 01 dec 2017. The report noted: the returned stryker devices were examined with the aid of a stereo microscope at magnifications up to 50x. The returned competitor devices were not examined. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock in addition to explantation damage. Adhered debris was observed on the taper. A sample of the adhered debris was placed in a scanning electron microscope for further analysis. Damage was also observed on the taper of the head, likely from interacting with the trunnion of the accolade stem. A detailed image of the head taper is shown with a step being observed at the proximal end of the taper. The loose debris was shown and a sample of the debris was placed in a scanning electron microscope for further analysis. Dimensional inspection: not performed due to damage observed during visual inspection. Functional inspection: not performed as the failure mode could not be replicated. Material analysis: as per material analysis report (mar), dated 01 dec 2017, damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Eds showed the head is consistent with astm (B)(4), the stem is consistent with astm (B)(4) and the debris was consistent with a corrosion product, biological material and material transfer. No material defects were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that patient's left hip was revised (cause unknown). Surgeon reported on explantation that the trunnion was worn. A stryker stem and head were revised as well as a competitor liner and shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised (cause unknown). Surgeon reported on explantation that the trunnion was worn. A stryker stem and head were revised as well as a competitor liner and shell.